Manufacturer narrative:
H10: the customer stated in a good faith effort (gfe) response received on (B)(6) 2023 that they had ordered the advised replacement motor controller (mc) printed circuit board assembly (pcba) on (B)(6) 2023. However, the customer had not yet received the part or an estimated time of arrival (eta) for the part. The customer stated that they would provide tracking information when able to. The parts requiring replacement will not be returned. The customer stated in another gfe response received on (B)(6) 2023 that the ordered replacement part had still not be delivered. The investigation is ongoing.

Manufacturer narrative:
Multiple follow up good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No further response or information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an 1104(check vent: backup alarm failed) error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was giving an error code for a backup alarm failure. The customer verified a 1104 error code in the event log. The rse instructed the customer that the recommendation was to replace the motor controller (mc) pcba and if the device was still receiving an error, to replace the cpu board. The customer was provided with information for the mc pcba. This investigation is ongoing.